Manufacturer narrative:
The meter and strips have been requested for return. Only the reporter's meter was provided for investigation where they were tested using retention strips and controls. Testing results (qc range = 2.3 ¿ 3.5 inr): qc 1: 3.0 inr ; qc 2: 2.9 inr ; qc 3: 2.9 inr ; the obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The allegation could not be substantiated. The returned and the retention material met the specifications. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." Initial reporter occupation was patient/consumer.

Event description:
There was an allegation of questionable results from coaguchek xs meter serial number (B)(6). At 11:00 am, the result from a laboratory using an unknown reagent was 3.1 inr. About 1.5 to 2 hours later, the result from the meter was 4.3 inr on the meter. The patient¿s doctor considered the lab result to be correct. The warfarin dose was lowered by half mg based on the laboratory result. The therapeutic range is 2.0 to 3.0 inr.